Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had high impedance in the high voltage coils. The lead was removed and a new lead was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a sudden pain near clavicle at insertion sight of the right ventricular (rv) lead that shot down the left arm. The rv lead had triggered a lead integrity alert (lia) for oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead had oversensing count classified as ventricular fibrillation (vf). The lead had high out of range impedance warning. The lead was suspect of a fracture. The lead was programmed off and the patient was placed with a lifevest. The lead is scheduled to be extracted and replaced. The lead remains in the patient out of service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.